Manufacturer narrative:
One used sample was received for evaluation for the complaint that the leak in the cuff, but the cuff pressure did not increase. A lot of history review could not be conducted because no lot number(s) was/were identified. As received, there were no damages or anomalies observed. In order to facilitate leak detection, the sample was submerged underwater to detect air leakage. No leaks were observed. The complaint of cuff leakage cannot be confirmed nor replicated.

Event description:
It was reported that the patient was intubated using a mcgrath laryngoscope in the operating room and after the surgery, they were admitted to the intensive care unit (ICU) and was receiving artificial respiration management, but a low-pressure alarm on the ventilator occurred. Air was injected, which suggested an air leak in the cuff, but the cuff pressure did not increase. A new intubation tube was inserted, and artificial respiration management was continued. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.